Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 44 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was identified. Reportedly, the patient presented for a routine follow up post endovascular repair and a computed tomography was performed, and the aaa was found to have grown. The physician elected to explant due to device separation, and then found the aorta extension post explant to be torn. The patient had an aorta bi fem, and is doing fine post surgery.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed through clinical assessment and sample evaluation. The cuff measured approximately 60-70mm in length. There was a large piece of fibrous blood clot inside the lumen. There was also evidence of significant graft material disruption; hyper-dilation of the stent; and misaligned stent struts. The bifurcated device measured approximately 104mm in length. There was evidence of graft material pulling away from the proximal stent apices; a small hole approximately 28mm above the bifurcation; and, fibrous blood clot lining the lumen, which was carefully removed in order to evaluate the device. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information. However, factors that may have contributed to this event include: 66 degrees aortic angulation; presence of multiple patent lumbar arteries; and, moderate calcified, tortuous iliac arteries may have contributed to this event. A delay in diagnosis and treatment 13 months post implant contributed to the eventual stent migration, component separation and type iiia and type iiib endoleak.